Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer having issues with the sensor glucose and blood glucose readings. Customer uses two different meters. Advised customer to use one meter. Customer also stated that she was hospitalized one month ago due to high blood ketones of 20. Customer was hospitalized for three days. The blood glucose readings were not high. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.